Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample, and five (5) photographs were provided for evalaution. The photographs were evaluated, and in all of the photographs microbubbles were observed in the lines as the blood is flowing through. Thereafter, the sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and then testing them utilizing air under water. No leakage was identified on the returned set. Based on the investigation findings, the reported defect was confirmed. Multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of scars to investigate the issue. The supplier, gvs, conducted a thorough review of device history records and found no evidence of production issues or non-conformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be reproduced, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or the product technical drawings at the dr site or supplier level at this time. Existing controls remain in place in accordance with sopmd2024904 and qa116. Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air bubbles observed in the arterial line of the streamline bloodline. Detailed inquiry description: clinic reported several instances when air bubbles were observed in the arterial tubing of the bloodline. These blood line sets had original style patient connectors. Air was observed a while after the treatment started (not right away). In most cases it triggered sad alarm. Biomed instructed staff to re-insert patient connectors. In some cases this stopped the air leak, but in some cases it did not. No injury reported.